Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 to reposition the electrode array. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.